Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the flap was lifted very smoothly but had an uneven flap bed. The laser treatment was completed with no patient harm.